Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 08-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. On (B)(6) 2011, plaintiff had a hysterosalpingogram (hsg) test performed which confirmed proper placement of the device(s). Following the essure procedure, plaintiff experienced severe abdominal pain and menorrhagia. Because of the complications associated with the essure device, plaintiff underwent a total hysterectomy and laparoscopic bilateral salpingectomy to remove the essure on (B)(6) 2016. Company causality comment:this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Plaintiff underwent a total hysterectomy and laparoscopic bilateral salpingectomy to remove the essure 5 years after placement. This event is listed in the reference safety information for essure abdominal, pelvic and uncharacterized pain may occur during essure use. Based on events nature and the absence of alternative explanation, causal relationship with essure use cannot be excluded. Since device removal was required via salpingectomy, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. Plaintiff underwent a total hysterectomy and laparoscopic bilateral salpingectomy to remove the essure 5 years after placement. This event is listed in the reference safety information for essure abdominal, pelvic and uncharacterized pain may occur during essure use. Based on events nature and the absence of alternative explanation, causal relationship with essure use cannot be excluded. Since device removal was required via salpingectomy, this case is regarded as incident. Non-serious events were also reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation proc

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in a 32-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, swelling of legs, gait disorder, myalgia, weakness, numbness and low back pain (by kidney.). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and menstrual cramps ("dysmenorrhea (cramping)"), 19 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menstruation delayed ("the whole month of april I didnt have a period well then yesterday it finally came"). In (B)(6) 2016, the patient experienced heavy periods ("its very heavy"), painful periods ("an has me hurting pretty bad"), menstrual disorder ("it has an awful odor") and genital infection female ("is it possible to have an infection"). On an unknown date, the patient experienced genital haemorrhage ("severe abdominal bleeding"), abdominal pain ("severe abdominal pain / abdominal pain"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain"), malaise ("expressed concerns essure was makeing me sick"), joint swelling ("swelling ankles"), peripheral swelling ("swelling feet ankles an legs") and urinary incontinence ("trouble holding bladder"). The patient was treated with surgery (on (B)(6) 2016,plaintiff underwent a pelvic surgery, total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, menstrual cramps, arthralgia, pain in extremity, back pain, joint swelling and peripheral swelling had resolved and the abdominal pain lower, migraine, weight fluctuation, fatigue, nausea, headache, weight increased, malaise, menstruation delayed, heavy periods, painful periods, menstrual disorder, genital infection female and urinary incontinence outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, fatigue, genital haemorrhage, genital infection female, headache, joint swelling, malaise, menorrhagia, menstrual cramps, menstrual disorder, menstruation delayed, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, urinary incontinence, vaginal haemorrhage, weight fluctuation, weight increased, heavy periods and painful periods to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, malaise". Concerning the injuries reported in this case, the following were reported via social media: "swelling ankles, swelling feet ankles an legs, urinary incontinence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Reporter information added. Events: trouble holding bladder added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in a 36-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, swelling of legs, gait disorder, myalgia, weakness, numbness and low back pain (by kidney.). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and menstrual cramps ("dysmenorrhea (cramping)"), 19 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In april 2016, the patient experienced menstruation delayed ("the whole month of april I didnt have a period well then yesterday it finally came"). In (B)(6) 2016, the patient experienced heavy periods ("its very heavy"), painful periods ("an has me hurting pretty bad"), menstrual disorder ("it has an awful odor") and genital infection female ("is it possible to have an infection"). On an unknown date, the patient experienced genital haemorrhage ("severe abdominal bleeding"), abdominal pain ("severe abdominal pain / abdominal pain"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain"), malaise ("expressed concerns essure was makeing me sick"), joint swelling ("swelling ankles"), peripheral swelling ("swelling feet ankles an legs"), urinary incontinence ("trouble holding bladder"), alopecia ("I still lose handful of hair daily"), tooth loss ("tooth loss"), asthenia ("no energy to do anything"), muscle spasms ("cramping"), abdominal distension ("bloated"), cerebrovascular accident ("stroke like symptoms") and nervous system disorder ("neuro problems"). The patient was treated with surgery (on (B)(6) 2016,plantiff underwent a pelvic surgery, total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, menstrual cramps, arthralgia, pain in extremity, back pain, joint swelling and peripheral swelling had resolved and the abdominal pain lower, migraine, weight fluctuation, fatigue, nausea, headache, weight increased, malaise, menstruation delayed, heavy periods, painful periods, menstrual disorder, genital infection female, urinary incontinence, alopecia, tooth loss, asthenia, muscle spasms, abdominal distension, cerebrovascular accident and nervous system disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, back pain, cerebrovascular accident, fatigue, genital haemorrhage, genital infection female, headache, joint swelling, malaise, menorrhagia, menstrual cramps, menstrual disorder, menstruation delayed, migraine, muscle spasms, nausea, nervous system disorder, pain in extremity, pelvic pain, peripheral swelling, tooth loss, urinary incontinence, vaginal haemorrhage, weight fluctuation, weight increased, heavy periods and painful periods to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plantiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, malaise". Concerning the injuries reported in this case, the following were reported via social media: "swelling ankles, swelling feet ankles an legs, urinary incontinence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event stroke like symptoms and neuro problems added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in a 32-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, swelling of legs, gait disorder, myalgia, weakness, numbness and low back pain (by kidney.). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and menstrual cramps ("dysmenorrhea (cramping)"), 19 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menstruation delayed ("the whole month of april I didnt have a period well then yesterday it finally came"). In (B)(6) 2016, the patient experienced heavy periods ("its very heavy"), painful periods ("an has me hurting pretty bad"), menstrual disorder ("it has an awful odor") and genital infection female ("is it possible to have an infection"). On an unknown date, the patient experienced genital haemorrhage ("severe abdominal bleeding"), abdominal pain ("severe abdominal pain / abdominal pain"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain"), malaise ("expressed concerns essure was makeing me sick"), joint swelling ("swelling ankles"), peripheral swelling ("swelling feet ankles an legs"), urinary incontinence ("trouble holding bladder"), alopecia ("I still lose handful of hair daily") and tooth loss ("tooth loss"). The patient was treated with surgery (on (B)(6) 2016,plantiff underwent a pelvic surgery, total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, menstrual cramps, arthralgia, pain in extremity, back pain, joint swelling and peripheral swelling had resolved and the abdominal pain lower, migraine, weight fluctuation, fatigue, nausea, headache, weight increased, malaise, menstruation delayed, heavy periods, painful periods, menstrual disorder, genital infection female, urinary incontinence, alopecia and tooth loss outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, fatigue, genital haemorrhage, genital infection female, headache, joint swelling, malaise, menorrhagia, menstrual cramps, menstrual disorder, menstruation delayed, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, tooth loss, urinary incontinence, vaginal haemorrhage, weight fluctuation, weight increased, heavy periods and painful periods to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plantiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, malaise". Concerning the injuries reported in this case, the following were reported via social media: "swelling ankles, swelling feet ankles an legs, urinary incontinence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information & event "hair loss" & "tooth loss" were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in a 36-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, swelling of legs, gait disorder, myalgia, weakness, numbness and low back pain (by kidney.). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and menstrual cramps ("dysmenorrhea (cramping)"), 19 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menstruation delayed ("the whole month of april I didnt have a period well then yesterday it finally came"). In (B)(6) 2016, the patient experienced heavy periods ("its very heavy"), painful periods ("an has me hurting pretty bad"), menstrual disorder ("it has an awful odor") and genital infection female ("is it possible to have an infection"). On an unknown date, the patient experienced genital haemorrhage ("severe abdominal bleeding"), abdominal pain ("severe abdominal pain / abdominal pain"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain"), malaise ("expressed concerns essure was makeing me sick"), joint swelling ("swelling ankles"), peripheral swelling ("swelling feet ankles an legs"), urinary incontinence ("trouble holding bladder"), alopecia ("I still lose handful of hair daily"), tooth loss ("tooth loss"), asthenia ("no energy to do anything"), muscle spasms ("cramping") and abdominal distension ("bloated"). The patient was treated with surgery (on (B)(6) 2016,plantiff underwent a pelvic surgery, total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, menstrual cramps, arthralgia, pain in extremity, back pain, joint swelling and peripheral swelling had resolved and the abdominal pain lower, migraine, weight fluctuation, fatigue, nausea, headache, weight increased, malaise, menstruation delayed, heavy periods, painful periods, menstrual disorder, genital infection female, urinary incontinence, alopecia, tooth loss, asthenia, muscle spasms and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, back pain, fatigue, genital haemorrhage, genital infection female, headache, joint swelling, malaise, menorrhagia, menstrual cramps, menstrual disorder, menstruation delayed, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, peripheral swelling, tooth loss, urinary incontinence, vaginal haemorrhage, weight fluctuation, weight increased, heavy periods and painful periods to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plantiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, malaise". Concerning the injuries reported in this case, the following were reported via social media: "swelling ankles, swelling feet ankles an legs, urinary incontinence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content of social media received. New events of asthenia, muscle spasm and abdominal distension were added. Age of patient updated. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in a 36-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, swelling of legs, gait disorder, myalgia, weakness, numbness and low back pain (by kidney.). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and menstrual cramps ("dysmenorrhea (cramping)"), 19 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On 2(B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menstruation delayed ("the whole month of april I didnt have a period well then yesterday it finally came"). In (B)(6) 2016, the patient experienced heavy periods ("its very heavy"), painful periods ("an has me hurting pretty bad"), menstrual disorder ("it has an awful odor") and genital infection female ("is it possible to have an infection"). On an unknown date, the patient experienced genital haemorrhage ("severe abdominal bleeding"), abdominal pain ("severe abdominal pain / abdominal pain"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain"), malaise ("expressed concerns essure was makeing me sick"), joint swelling ("swelling ankles"), peripheral swelling ("swelling feet ankles an legs"), urinary incontinence ("trouble holding bladder"), alopecia ("I still lose handful of hair daily"), tooth loss ("tooth loss"), asthenia ("no energy to do anything"), muscle spasms ("cramping"), abdominal distension ("bloated"), cerebrovascular accident ("stroke like symptoms") and nervous system disorder ("neuro problems"). The patient was treated with surgery (on (B)(6) 2016,plantiff underwent a pelvic surgery, total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, menstrual cramps, arthralgia, pain in extremity, back pain, joint swelling and peripheral swelling had resolved and the abdominal pain lower, migraine, weight fluctuation, fatigue, nausea, headache, weight increased, malaise, menstruation delayed, heavy periods, painful periods, menstrual disorder, genital infection female, urinary incontinence, alopecia, tooth loss, asthenia, muscle spasms, abdominal distension, cerebrovascular accident and nervous system disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, back pain, cerebrovascular accident, fatigue, genital haemorrhage, genital infection female, headache, joint swelling, malaise, menorrhagia, menstrual cramps, menstrual disorder, menstruation delayed, migraine, muscle spasms, nausea, nervous system disorder, pain in extremity, pelvic pain, peripheral swelling, tooth loss, urinary incontinence, vaginal haemorrhage, weight fluctuation, weight increased, heavy periods and painful periods to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plantiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, malaise". Concerning the injuries reported in this case, the following were reported via social media: "swelling ankles, swelling feet ankles an legs, urinary incontinence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received- case become medically confirmed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain') in a 36-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, swelling of legs, gait disorder, myalgia, weakness, numbness and low back pain (by kidney.). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and menstrual cramps ("dysmenorrhea (cramping)"), 19 days after insertion of essure. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menstruation delayed ("the whole month of april I didnt have a period well then yesterday it finally came"). In (B)(6) 2016, the patient experienced heavy periods ("its very heavy"), painful periods ("an has me hurting pretty bad"), menstrual disorder ("it has an awful odor") and genital infection female ("is it possible to have an infection"). On an unknown date, the patient experienced genital haemorrhage ("severe abdominal bleeding"), abdominal pain ("severe abdominal pain / abdominal pain"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain"), malaise ("expressed concerns essure was makeing me sick"), joint swelling ("swelling ankles"), peripheral swelling ("swelling feet ankles an legs"), urinary incontinence ("trouble holding bladder"), alopecia ("I still lose handful of hair daily"), tooth loss ("tooth loss"), asthenia ("no energy to do anything"), muscle spasms ("cramping"), abdominal distension ("bloated"), cerebrovascular accident ("stroke like symptoms") and nervous system disorder ("neuro problems"). The patient was treated with surgery (on (B)(6) 2016,plantiff underwent a pelvic surgery, total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, menstrual cramps, arthralgia, pain in extremity, back pain, joint swelling and peripheral swelling had resolved and the abdominal pain lower, migraine, weight fluctuation, fatigue, nausea, headache, weight increased, malaise, menstruation delayed, heavy periods, painful periods, menstrual disorder, genital infection female, urinary incontinence, alopecia, tooth loss, asthenia, muscle spasms, abdominal distension, cerebrovascular accident and nervous system disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, asthenia, back pain, cerebrovascular accident, fatigue, genital haemorrhage, genital infection female, headache, joint swelling, malaise, menorrhagia, menstrual cramps, menstrual disorder, menstruation delayed, migraine, muscle spasms, nausea, nervous system disorder, pain in extremity, pelvic pain, peripheral swelling, tooth loss, urinary incontinence, vaginal haemorrhage, weight fluctuation, weight increased, heavy periods and painful periods to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plantiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, malaise". Concerning the injuries reported in this case, the following were reported via social media: "swelling ankles, swelling feet ankles an legs, urinary incontinence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / abdominal pain"), menorrhagia ("menorrhagia"), abdominal pain lower ("severe cramping"), migraine ("migraines") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, abdominal pain lower, migraine and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: proper placement of the device(s) confirmed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up received via a summons: device incident category was changed from abdominal pain to pelvic pain. New events chronic pelvic pain, abdominal pain, severe abdominal bleeding, migraines, and weight fluctuations were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("severe abdominal bleeding") in a 32-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, swelling of legs, gait disorder, myalgia, weakness, numbness and low back pain (by kidney.). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 19 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced menstruation delayed ("the whole month of april I didnt have a period well then yesterday it finally came"). In (B)(6) 2016, the patient experienced the second episode of menorrhagia ("its very heavy"), the second episode of dysmenorrhoea ("an has me hurting pretty bad"), menstrual disorder ("it has an awful odor") and genital infection female ("is it possible to have an infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / abdominal pain"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain"), malaise ("expressed concerns essure was makeing me sick"), joint swelling ("swelling ankles") and peripheral swelling ("swelling feet ankles an legs"). The patient was treated with surgery (on (B)(6) 2016,plantiff underwent a pelvic surgery, total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, arthralgia, pain in extremity, back pain, joint swelling and peripheral swelling had resolved and the abdominal pain lower, migraine, weight fluctuation, fatigue, nausea, headache, weight increased, malaise, menstruation delayed, the last episode of menorrhagia, the last episode of dysmenorrhoea, menstrual disorder and genital infection female outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, fatigue, genital haemorrhage, genital infection female, headache, joint swelling, malaise, menstrual disorder, menstruation delayed, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. The reporter commented: on or about may 23, 2016, it was determined that plantiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, malaise". Concerning the injuries reported in this case, the following one/ones were reported via social media: "swelling ankles, swelling feet ankles an legs". Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: new events swelling ankles, swelling feet ankles an legs, the whole month of april I didnt have a period well then yesterday it finally came, its very heavy an has me hurting pretty bad, it has an awful odor, is it possible to have an infection were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("severe abdominal bleeding") in a 32-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, swelling of legs, gait disorder, myalgia, weakness, numbness and low back pain (by kidney.). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 19 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / abdominal pain"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain") and malaise ("expressed concerns essure was makeing me sick"). The patient was treated with surgery (on (B)(6) 2016,plantiff underwent a pelvic surgery, total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, arthralgia, pain in extremity and back pain had resolved and the abdominal pain lower, migraine, weight fluctuation, fatigue, nausea, headache, weight increased and malaise outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2016, it was determined that plantiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, malaise". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding vaginal, dysmenorrhea (cramping), nausea, headaches, weight gain, hip pain, leg pain, back pain. Reporter information, concomitant disease, historical condition was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("severe abdominal bleeding") in a 32-year-old female patient who had essure (batch no. 774392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, swelling of legs, gait disorder, myalgia, weakness, numbness and low back pain (by kidney.). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 19 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("menorrhagia / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In april 2016, the patient experienced menstruation delayed ("the whole month of april I didnt have a period well then yesterday it finally came"). In may 2016, the patient experienced the second episode of menorrhagia ("its very heavy"), the second episode of dysmenorrhoea ("an has me hurting pretty bad"), menstrual disorder ("it has an awful odor") and genital infection female ("is it possible to have an infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / abdominal pain"), abdominal pain lower ("severe cramping"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain"), pain in extremity ("leg pain"), back pain ("back pain"), malaise ("expressed concerns essure was makeing me sick"), joint swelling ("swelling ankles") and peripheral swelling ("swelling feet ankles an legs"). The patient was treated with surgery (on (B)(6) 2016, plantiff underwent a pelvic surgery, total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, arthralgia, pain in extremity, back pain, joint swelling and peripheral swelling had resolved and the abdominal pain lower, migraine, weight fluctuation, fatigue, nausea, headache, weight increased, malaise, menstruation delayed, the last episode of menorrhagia, the last episode of dysmenorrhoea, menstrual disorder and genital infection female outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, fatigue, genital haemorrhage, genital infection female, headache, joint swelling, malaise, menstrual disorder, menstruation delayed, migraine, nausea, pain in extremity, pelvic pain, peripheral swelling, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. The reporter commented: on or about may 23, 2016, it was determined that plantiff required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on 7-dec-2011: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: back pain, pelvic pain, menorrhagia, malaise". Concerning the injuries reported in this case, the following one/ones were reported via social media: "swelling ankles, swelling feet ankles an legs". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.